Event description:
According to the reporter: in use for thoraco/wedge/segmental. For the second firing, the sulu was used. The handle was heavy to squeeze. Eventually, the handle was able to be squeezed and firing was done, but oozing occurred from the staple line. The procedure was converted to an open surgery.

Manufacturer narrative:
(B) (4). (B) (4).